Manufacturer narrative:
The events of bleb not present and high iop are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record (DHR) summary: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 2013-01-09. This unit passed all specifications and was an accepted unit with no non-conformance for this unit. The injector was traced to gel stent serial number (B)(4) that was manufactured in gel stent lot number 2013-01-29. The records show that the implant passed all specifications and was an accepted unit with no non-conformance. Device labeling addresses the reported event as follows: warnings: "the following may occur in conjunction with the use of the xen gel implant: gel implant blockage, [and] bleb related complications." Precautions: "the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered."

Event description:
Healthcare professional reported bleb not present and patient had "too high iop values referring to the iop goal of under 16 mmhg to prevent progression, even though stent was implanted with good location and good status (no fibrosis at opening under conjunctiva detectable with slit lamp)." Treatment was indicated as "adding maximal tolerated medication conservative-free" and, since target-goal was not achieved, "needling of pseudo-bleb and area of stent opening to possibly improve outflow." Needling occurred on (B)(6) 2015 as proposed as secondary procedure by study protocol. Also, since target goal was again not achieved, trabeculectomy occurred on (B)(6) 2015, around 12 months visit. This resulted in "exclusion of patient from study". Physician also stated "the stent remained implanted, since location and status of stent are fine with no negative consequences." Affected location is the right eye.